Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. The device's log showed a high alarm displayed for a downstream occlusion. The downstream sensor pressure range test was performed. The pump was able to duplicate the downstream occlusion alarm during the pressure range test. The downstream sensor will be replaced.

Event description:
Additional information provided indicating that there was no patient involved.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device ump was able to duplicate the downstream occlusion alarm during dso pressure range test. The customer reported condition was confirmed problem source was traced to quality control. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that smiths medical pump had a constant downstream occlusion alarm. No adverse patient effects were reported.